Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had iabp catheter restriction alarm . There was a pacient invlovlement. No patient harm reported.